Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was wrestling a large dog at work and experienced a tearing sensation near the clavicle. The tied down suture sleeve was ripped from original location and lead was dislodged from the ventricle and into the superior vena cava (svc). As a result, the lead exhibited high and unstable threshold values as well as undersensing and oversensing. Furthermore, the patient experienced diaphragmatic and nerve stimulation as a result. The physician attempted to reposition the lead, but the helix mechanism would not move freely. The physician decided to take the lead out for inspection and could not get the helix to extend. It was suspected there was tissue in the helix. The lead was reprogrammed and subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis summary: the full lead was returned and analyzed. The helix exceeded specification the number of turns to extend and retract. The analyst not ed the quattro helix does not extend due to driveshaft lug being stuck on the retraction stop. Medtronic is submitting this report to comply with FDA reporting regulations under 21 if information is provided in the future, a supplemental report will be issued.